Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
A patient underwent a right custom knee arthroplasty has been indicated for revision due bone loss.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a right knee arthroplasty and has been indicated for a possible revision due to bone loss.

Manufacturer narrative:
This follow-up is being filed to report corrected and additional information.

Event description:
Patient's right custom knee components were revised due to bone loss. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's right custom knee components were revised approximately 20 years post-implantation due to bone loss. No further information is available at this time.